Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; however, the reported treatments appear to be related to circumstances of the procedure. The reported patient effects of myocardial infarction and thrombosis are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016 the patient had a 2.75x18 mm xience alpine stent implanted in an unspecified coronary artery. On (B)(6) 2016, the patient was re-admitted for a subsequent segment elevated myocardial infarction (stemi) ineferior wall. Thrombectomy total occlusion with percutanesous transluminal coronary angioplasty was performed as treatment. The patient was discharged to home. No additional information was provided.